Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the device could not be turned on due to defective power unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center cannot be turned on. It is unknown when the issue was found. The device was returned for evaluation. During the device evaluation, a printed circuit board failure was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "no image" was caused by a printed circuit board and circuit board failure. Olympus will continue to monitor field performance for this device.